Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) - failure (event) observed during analysis. Final analysis found medical adhesive coating the ring electrode, causing the lead to exhibit high impedance.